Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that a high-energy treatment tool (laser, radio frequency, etc.) Was used without ensuring a sufficient distance from the tip, but this could not be determined. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscope". In addition, the following is a description of points to keep in mind when using high-energy treatment instruments: 4.3 using endotherapy accessories: olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bronchovideoscope had air/water or fluid leaking and was found during reprocessing. The device was returned for evaluation. During the device evaluation, a burned distal end plastic cover was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus and in addition to the reported in b5, the device evaluation found the following: bending section failed electrical continuity ohms test, scope leak test failed; forceps passage had a biopsy channel leak due to a tear inside, and the distal sheath glue showed lifting and scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.